Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump and controller with unknown serial numbers were not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported event may be attributed to multiple factors including but not limited to drive line cable damage, a marginal connection between the drive line cable and controller, connector damage and/or contamination within the drive line cable connector. Additional products: brand name: heartware ventricular assist system ¿ pump, model #: 1103 / catalog #: 1103 / expiration date: unk / serial or lot#: unk, UDI #: (B)(4). Implanted date: (B)(6) 2019, device available for evaluation: no. Mfg date: unk. Labeled for single use: yes. (B)(4). This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller and ventricular assist device (vad) had electrical faults. The controller was exchanged. The vad remains in use. No patient complications were reported as a result of the event. This event was reported in the q2 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.